Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump and the battery felt hot to the touch. At the time of the call the patient denied any visible evidence of moisture ingress in the pump's battery compartment. The alleged issue remained unresolved. The patient denied being injured as a result of the alleged issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no abnormal voltage drops. The black box indicated a time and date reset within 35 minutes of power off on (B)(4) 2012 from 19:44 to 19:09. The battery that was returned with the pump for investigation was noted to be split at the positive (+) end. On examination of the pump, there was no damage to the compartment. The battery cap that was returned with the pump and used for investigation was able to be securely fastened to the pump in the proper manner. On testing, the pump powers up properly and the power circuit does not draw excessive current. All tested currents were noted to be within specification. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigation was unable to confirm or duplicate the complaint.